Manufacturer narrative:
This device is intended for treatment, not diagnosis. ID# (B)(6). This report is for 2 unknown locking screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no part or lot number was provided. Placeholder.

Event description:
It was reported that a hardware removal was performed due to a non-union of a failed ankle fusion that took place approximately 6 months ago. The surgeon took off the plate and did a hind foot heart arthrodesis nail. During the case, two 3.5 mm locking screws broke. The surgeon decided it was best not to attempt to remove the screws and they were left inside of the patient. The procedure was successfully completed. This is report 2 of 2 for file (B)(4). This report is for the unknown locking screws.